Event description:
Patient had two stents implanted to the r-pda; one endeavor sprint rx and one endeavor sprint otw. 'No reflow' was reported on same day as implant. Patient was given medication and recovered with treatment. Patient suffered an acute non-stemi lateral mi approximately 6 months post index procedure. It is reported that the patient had 3 days of chest pain and was admitted to the hospital for non-st elevation. Revascularization was performed and a stent was placed in saphenous vein graft to the second diagonal branch. All other previous stents were patent. The investigator reports that the event was not related to the study stent/procedure/drug. Patient recovered with treatment. (Ref MFR # 9612164201100111).

Manufacturer narrative:
(B)(4). Results: mi, conclusions: based on the information provided no root cause can be determined.